Event description:
It was reported that the ventilator had failed with no audible alarm while connected to a pt. The pt was manually ventilated until placed on another ventilator. When the ventilator was turned back on, it alarmed for low pressure and disc sense. No pt harm reported.

Manufacturer narrative:
Na